Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 435 mg/dl and 225 mg/dl. The customer treated with the insulin pump. The customer also received a critical pump error alarm and an insulin pump error alarm. The customer was not exposed to high magnetic field. The insulin pump was crack at the back and also broken at the tubing. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 35 alarm due to constant critical pump error alarm. Device also received with cracked case(battery tube).